Event description:
Customer reported difficulty with pressing the pump's quick bolus/wake button, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to try various techniques for pressing the button, including removing the pump from its case. Despite efforts, the issue persisted, leading to the decision to replace the pump. Customer was guided to put the pump into storage mode and instructed to return it using a pre-paid label. The replacement pump is covered under warranty, and the customer will use an alternate form of therapy to maintain insulin delivery until the new pump arrives.